Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that stent damage occurred. The physician attempted to treat a 99% stenosed, severely calcified distal lad (left anterior descending) artery using direct stenting with a 2.5x12mm taxus liberte stent, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no reported patient injuries or complications. When the device was removed from the patient, stent damage was noted.patient status was reported as "good"

Manufacturer narrative:
A review of the manufacturing documentation with this batch found that the device met its material, assembly and product specifications at the time of release to distribution.device analysis can confirm the complaint reported. Visual and microscopic examination of the returned device revealed distal stent damage. Some of the stent struts were severely misaligned. Distal stent damage is consistent with the device meeting some form of restriction during insertion. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so, and applying excessive force during withdrawal can potentially result in device damage. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Therefore the most probable root cause of the complaint incident may be handling.